Event description:
Philips received a complaint about the heartstart mrx indicating that the ECG cannot be measured. There was reportedly no patient involvement. The rse troubleshooted the device. Upon investigation, it was confirmed that the reported problem was due to a fault in the ECG lead trunk. The lead wire was tested by swapping it to determine the issue, and it was found that the ECG lead trunk was faulty and needed to be replaced, which restored the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.